Event description:
A (B)(6) male admitted for a laparoscopic choly. Ethicon ligamax 5mm clip applier given to clip the artery of the gallbladder. Clip applied and then came loose. The physician attempted to clip with a 10mm covidien clip applier but unsuccessful. He then sutured with a endostitch device and 2-0 surgidac to control bleeding. Total blood loss 300cc. The patient had no adverse outcome.